Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level was unknown. This was the second occurrence of power error detected alarm after previous troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error.